Manufacturer narrative:
(B)(4). D10-medical product bmt smooth knee stem 18x80 item# 145028, lot# 136580. Vg 360 dst fm ag 75x5 ll/rm item# 185328, lot# 765410. Vg 360 dst fm ag 75x10 rl/lm item# 185388, lot# 966850. Vg 360 univ pst fm aug 75x5 item# 185348, lot# 665610. Bmt 360 tib tray 71mm item# 185203, lot# 925800. Biomet smooth knee stems 14x40 item# 145004, lot# 608190. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's leg was amputated above the right knee approximately nine and a half years post implantation due to injuries sustained in a fall resulting in a fracture of the right femur. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a2, b4, b5, b7, d2, g1, g3, g6, h1, h2, and h11 a2- patient was born in 1934.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. No product or photos were returned; therefore, visual and dimensional evaluations could not be performed. Review of primary notes state no intra operative complications. Post op patient was detected with breast cancer and was experiencing pain, swelling, and difficulty walking. The patient fell and experienced a femoral head fracture and later experienced a second fall and then had to undergo amputation. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed via the provided medical notes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Proposed annex g code: mechanical (g04): femur.

Event description:
No further event information available at the time of this report.